Event description:
It was reported that shaft break occurred. A 4.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during introduction, it was noted that the device broke. The detached portion was pulled out from the patient. No patient complications were reported.